Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump experienced display anomaly. It was reported that visibility on display screen was not clear and difficult to read. Customer's blood glucose was 6.2 mmol/l. Insulin pump would need to be replaced.